Event description:
During the balloon assisted coil embolization of a basilar tip aneurysm, the subject device prolapsed from the aneurysm after the placement of the third coil. The physician attempted to use the guidewire to push the single loop of coil back into the aneurysm, but was unsuccessful. Approximately, 1cm of the coil remained in the parent vessel. Angiography revealed that this was not flow limiting and there was no evidence of distal embolic complication. There was no clinical consequence to the patient who was discharged home the following day.

Manufacturer narrative:
Device code: other for coil prolapse. A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted, so was not available for evaluation. From the information provided, there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. A review of the labeling found that it contained language regarding the reported event. The physician stated "I chose too soft of an initial coil, and when packing was occurring, it pushed the forming coil out." As there were no manufacturing issues with the device, it was concluded that the type of coil selected contributed to the event, and a root cause of user error was assigned.